Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously low neutrophil (ne%) and high lymphocytes (ly%) results on a patient specimen generated by lh750 hematology analyzer without an instrument generated differential flag. The erroneous results were not reported out of the laboratory. Subsequent repeat test produced higher ne% and lower ly% differential results. These results were confirmed by a manual differential and were reported out of the laboratory. There was no death, injury, or change to patient treatment associated with this event.

Manufacturer narrative:
The specimen was collected in 3 ml edta vacutainer tube. Qc prior to the event was within the established ranges. Previously run patient samples were rerun to confirm. Although raw data analysis was performed, a clear root cause has not been determined for this event. Beckman coulter, inc (bci) does not claim to identify every abnormality in all samples. Bci suggests using all available flagging options to optimize the sensitivity of the instrument results.